Event description:
It was reported that a loss of telemetry monitoring occurred for 42 pts for approximately 3 hours due to a presumed hardware failure. The issue was resolved by switching to backup hardware. Limited alternative physiological monitoring for critical pts was available with bedside monitors. There were no pt injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.